Event description:
It was reported to nova biomedical that a consumer received a result of 33.3 mmol (603 mg/dl) on their blood glucose meter. The consumer then tested on another glucose meter getting a result of 12.8 mmol (232 mg/dl). The difference in the readings was determined to be clinically significant. The strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.